Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a display issue where they were unable to read the parameters on the display. There was no report of pt involvement.